Event description:
It was reported that the patient had developed infection at the implantable pulse generator (ipg) site. The patient underwent spinal cord stimulation (scs) explant procedure. Patient is doing fine postoperatively. Nothing will be returned as facility discarded.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads upn: m365sc8216700 model: sc-8216-70 serial: (B)(6) batch: 7076441 UDI: (B)(4). Product family: scs-lead fixation upn: m365sc43160 model: sc-4316 batch: 37398159 UDI: (B)(4).